Event description:
It was reported the patient's device set was explanted approximately 10 days after initial implant due to an infection. It was noted, the patient had since had a new device set implanted. No additional patient information was provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).